Event description:
In 2009, cardiva representative was notified of a diagnostic case performed three weeks prior, on a female patient (pt) with unknown comorbidities. The catalyst ii wire was inserted thru the in-dwelling sheath and deployed without incident. Temporary hemostasis was achieved. The catalyst ii wire was de-deployed without incident and while attempting to remove the device, the back and (actuator) separated from the device. The md cut the catalyst ii wire below the hypotube and attempted to remove the device. The md felt resistance and elected to perform a surgical procedure to remove the device. The procedure was performed and the device was successfully removed. The device was reported to be in the de-deployed state and was caught on the inguinal ligament. Pt was transferred to recovery and was ultimately discharged without sequalae.

Manufacturer narrative:
The reported information states the device performed as indicated. The catalyst ii wire deployed, demonstrated initial hemostasis and de-deployed successfully. The catalyst ii system IFU states in the caution section to not access the site above the inguinal ligament. It appears this device was used in this manner. The catalyst ii system was used "off-label" which may have contributed to the event. The attending physician stated the event was an isolated case and does attribute the event to the operation of the catalyst ii wire. The catalyst ii wire was returned for evaluation. The device was returned in two pieces. The disc was evaluated and returned in the de-deployed state. The possible root cause for the back end (actuator) separating from the device was due to the catalyst ii wire stuck onto the inguinal ligament. The catalyst ii wire will hold a minimum of 3 lbs of pull force. If more than 3 lbs of pull force is applied, the actuator joint may separate to prevent harm to the patient. Since the device performed according to specification, the actuator became detached during device removal when the catalyst device got stuck in the inguinal ligament. A batch record review was conducted and there were no observations noted that would contribute to the reported event. Cardiva medical inc.'s manufacturing process has 100% inspection with all assembly stations. Additionally, all devices are inspected with quality control inspection for cosmetic, functionality, and dimensional specifications.